Manufacturer narrative:
Device code 1494: off-label use (acd < 3.0mm) claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -8.5/3.0/180 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "t1610400 was implanted in a vertical position t1367651 is a horizontal entry." The problem was resolved. The cause of the event was reported as unknown.